Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose was elevated (250 mg/dl). Customer addressed elevated blood glucose by delivering a correction bolus via the pump. Reporter contacted tandem technical support for assistance in adjusting basal rate per healthcare provider (hcp) recommendation; however, the reporter identified that customer had activated the incorrect profile. Contact was unsure why customer had activated the incorrect profile and hcp would be consulted for further assistance with pump settings. Contact declined further assistance from tandem technical support.